Manufacturer narrative:
B.5 additional information was received and abiomed's medical safety officer review was completed. The investigation has been completed. The impella has not been returned for evaluation. The root cause of the bleeding could not be determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as this information was inadvertently omitted from manufacturer device report 1220648-2023-02383. D.6a and d.6b were revised in accordance with updated procedures since manufacturer device report 1220648-2023-02383 was submitted. F.6 and f.8 dates were reported on manufacturer device report 1220648-2023-02383 and should not have been. H.6 code 4115 was reported incorrectly on the previously submitted report. A new code has been added to type of investigation codes. H.6 added codes 925 1888 and 4647 as they were inadvertently left off manufacturer device report 1220648-2023-02383. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report 1220648-2023-02383 in accordance with updated procedures. Additional manufacturer narrative on the manufacturer device report 1220648-2023-02383 stated that the device was discarded but the device was not returned. Type of investigation codes has been updated to reflect not returned.

Event description:
It was further reported that care was withdrawn from the patient and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate the use of the device with the patient's outcome.

Event description:
The user facility reported a 68-year-old male undergoing ventricular tachycardia ablation was implanted with an impella cp device for mechanical circulatory support. During the procedure, the patient went into pulseless electrical activity (pea) arrest requiring multiple shock attempts along with compressions. After return of spontaneous circulation (rosc) was achieved, the patient began to decompensate rapidly requiring mass blood transfusion along with multiple inotropes and pressors. The patient received multiple blood products, medications and five shocks. The physician and the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿